Event description:
The device was used during a colon resection. Reportedly, the staples did not form properly and leakage occurred. The surgeon applied another device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.